Event description:
It was reported we found we had two broken screws titanium screws on the sl to the l5.

Manufacturer narrative:
Device not returned. Device history review could not be performed as no lot code was provided. Device inspection could not be performed as no device was returned. There is no indication to suggest a product non-conformity or unanticipated hazard. The exact root cause of the reported event could not be determined because no device and/or insufficient information was provided for review. Medical records indicate; operative report (B)(6) 2013) notes indication for surgery "[...]still having pain posteriorly and direct injection of the hardware under fluoroscopy guidance showed that pain relief was obtained in that area. [...]"all instrumentation was removed except for the tips of the 2 broken screws at s1".

Event description:
It was reported we found we had two broken screws titanium screws on the sl to the l5.